Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-05103. It was reported that the patient presented for a procedure for a routine generator change. It was noted that inadequate pacing and sensing had been observed on the existing atrial lead. The lead was though to not have been loose enough when originally implanted leading to extra stress and the lead being "pulled all over", although dislodgement was not confirmed by the physician. An attempt to replace the lead was made, but following multiple attempts at re-positioning, the replacement lead's helix would not extend. The replacement lead was placed outside the body and blood may have coagulated, interfering with helix movement though the physician commented on the helix's function. The patient experienced aching pain around the puncture site. The replacement lead was discarded while the original atrial lead remained implanted. There were no adverse health consequences to the patient.